Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photo and noted all of the components are correctly placed and according to specification. Further examination of the photo noted a dry roughness in the injection site. It was also noted that the injection site was white in color. The reported issue was verified. The cause of the condition was determined to be the environmental conditions where the product was stored. The device should not be constantly exposed to any light, including uv light. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the IV seal ports of an unspecified number of 50ml intravia empty containers were ¿dry or shedding¿. It was not specified when in the process this was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.